Event description:
It was reported that bd discardit syringe s2 leaked past the stopper. The following information was provided by the initial reporter, translated from french to english: leakage of blood from the piston during rinsing, risk of blood exposure, (ide wearing gloves).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
(B)(6) 2024: has there been an impact on the patient (serious injury, medical intervention, change in treatment needed)? No ras for the patient, but risk of blood exposure for the ide.

Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot number 2311252. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, no defect was observed; therefore, leakage could not be confirmed. Although we were unable to reproduce the reported issue, it is possible this incident resulted from damage in the plunger component. This type of damage may occur within the manufacturing process during handling or within the plunger assembly machine. At this time, further action has not been determined necessary. Based on the device history record review and the incoming and in-process inspections, we believe this is a low change of probability. This is the first report received for this issue on the lot number. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.